Manufacturer narrative:
Patient information was not provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been requested for investigation. Device not yet returned

Event description:
Livanova USA inc has received a report that, at the end of the procedure, the tip of the aortic cannula disconnected from the body of the cannula. There is not report of any patient injury.

Manufacturer narrative:
Livanova received a report stating that, during a procedure, the tip of the aortic cannula disconnected. The device was not requested as the customer has provided video and photographic evidence of the claimed issue. The DHR review confirmed the complained lot was released conforming to product specifications. Review of the livanova complaint database found one other similar event related to the same lot. No other similar event relevant to the product item code were registered in the previous 12 months. According to standard operating procedure, the tip is manually bonded the tube using uv adhesive (strong bonding agent). Therefore, operator error during the manufacturing of the device (inconsistent application of adhesive) could not be ruled out. To prevent reoccurrence, the manufacturing personal was re-trained and made aware of the customer complaint. As the events are isolated and the risk is in the acceptable region, no other corrective action will be undertaken. Livanova will keep monitoring the market. H3 other text : not requested

Event description:
See initial report.